Event description:
The patient reported experiencing elevated blood glucose of 437 mg/dl in the morning. He believes the infusion device delivers too little insulin. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product returned for evaluation.